Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from a stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted on (B)(6) 2022 for a headache and a computed tomography (CT) was performed. The CT showed severe diffuse brain edema and extensive hemorrhage. Given the patients neurological status, underlying disease, and antiplatelet therapy, the patient would not undergo surgery. The patient's antibiotics were changed according to antibiogram, and blood products were given. On (B)(6) 2022 the experienced hemodynamic collapse and cardiopulmonary resuscitation was started, and medications were administered. An electrocardiogram showed no cardiac activity. The patient was pronounced dead on (B)(6) 2022 at 9:15 pm.